Manufacturer narrative:
The reason for reoperation is deflation.

Event description:
Device has been explanted.

Event description:
Health professional additionally reported "any creases associated with hole" and "crease fold failure."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, wear abrasion, and brown and yellow particles. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a crease smooth opening on the posterior due to a fold flaw opening. The fill test inspection was performed and the result is no blockage. Based on the device analysis the final assessment is during the analysis a crease fold was observed; however, it is not a workmanship because the device was explanted and was received without its original sealed packaging.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.